Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who underwent primary breast augmentation with two 800cc mentor memorygel breast implants, suffered a possible right breast implant rupture, post-procedure. The patient is having a revision surgery for rhinoplasty with rib graph and the right breast implant needs to be removed and replaced as the patient also mentioned that it could possibly be ruptured. The rupture was diagnosed via physical examination. As a result, the patient was scheduled for unilateral removal and replacement with an unspecified device on (B)(6) 2020.